Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: per the instructions for use (IFU) of gore® excluder® aaa endoprosthesis, the trunk-ipsilateral leg device is intended for aortic necks with a minimum of 15 mm in proximal sealing zone and a minimum diameter of 19 mm while the aortic neck had a diameter of 16.3 - 18.3 mm in this case.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for mycotic abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The procedure was concluded without any endoleaks. On (B)(6) 2025, the patient developed aneurysm rupture. It was confirmed that the trunk-ipsilateral leg migrated into the aneurysm sac due to aneurysm enlargement, and blood flow into the aneurysm sac was no longer excluded. An emergency reintervention was performed. Three aortic extenders were additionally placed proximal to the trunk-ipsilateral leg. No endoleaks were remaining. The patient tolerated the procedure. The reporting physician commented as follows: the infection that the patient originally had was not controlled well and the aneurysm was enlarged. The proximal sealing zone was originally short, resulting in migration of the trunk-ipsilateral leg.